Event description:
The following information was provided: the clip to rotate handle broke off. Case type / application: (B)(4).

Manufacturer narrative:
Reported event. An event regarding disassociation involving a mako mics was reported. The event was confirmed. Method & results. Product evaluation and results: the device with pivot mechanism- locking and pin disassociation of mics was reviewed and evaluated. No further product inspection is required. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a product history review is not required as master file number has confirmed that the failure mode does not occur due to a manufacturing or process related issue. Complaint history review: procedure for product complaint trend detection, the post market surveillance team analyses, monitors and collects complaint data based on a catalogue number and failure mode combination. If a trend is identified, the post market surveillance team will add it to the trend log for further investigation. Monitoring will be continued under the current quarterly trend review. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.